Event description:
It was reported that the device exhibited error 41786. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log could not be downloaded due to the reported error. Functional testing was able to replicate the reported issue; after powering the pump on, error 41786 immediately displayed. The root cause was determined to be a defective pwa board. The pwa board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.